Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in the emergency room feeling pacing due to high outputs. The pulse generator exhibited backup vvi operation. Code was reloaded and the device remains implanted.